Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that, "dr (B)(6) was impacting a unilif spacer into the l2-3 disc space, and upon his third impaction, the unilif spacer broke in half. Half of the implant was still on the inserter and half was in the wound. He pulled the piece out of the disc space and we inserted a new spacer of the same size."